Event description:
It was reported that on an unknown date (1) aiming arm for va-lcp condylar plate and (1) handle was broken after an unknown procedure. No patient consequence reported. This report is for (1) aiming arm for 4.5mm va-lcp curved condylar plate/right. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d9, g1 h3, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that aim arm for 4.5 va-lcp crvd cond pl/rt was not broken, however the connecting bolt (mating part 03.120.03) is jammed in the aiming arm. A dimensional inspection for the aim arm for 4.5 va-lcp crvd cond pl/rt was unable to be performed due to instruments are jammed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aim arm for 4.5 va-lcp crvd cond pl/rt would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues dimensional inspection: n/a h4 device history part: 03.231.004 lot: 7554389 manufacturing site: haegendorf release to warehouse date: 02.sep.2011 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.